Event description:
Cormet revision after approximately 10 years.

Manufacturer narrative:
(B)(4). Device details, pt medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records cannot be reviewed at this time as no device details have been provided. Please note: this event is reported to the FDA due to the incident experienced with a device that is similar to those placed on the market in the USA.